Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.

Event description:
According to the available information, the device was revised due to possible erosion out of the glands. No implant was placed in this procedure as the existing implant was used after re-dilating distal glands.